Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that down button was hard to press on their insulin pump. The customer¿s blood glucose was unknown. Secondary support would be performed. The insulin pump will not be returned for analysis.